Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint to perform failure analysis. Failure analysis confirmed the reported problem as having occurred in the field via system logs review but was not replicated during the in-house testing. The system logs show error 23062 pointing to axis 3 motor. The universal surgical manipulator (usm) was tested on an in-house system in normal mode where it triggered no errors. The usm passed all required tests. During the investigation, it was noticed that the insertion stator wire connector was not fully seated which can cause 23062 errors to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that universal surgical manipulator (usm) 2 was red and blocked. An error showed up, but the customer was not able to provide number. There was no impact on patient. The procedure was converted to laparoscopic surgery. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: the reporter informed that the issue was identified during surgery, and it was converted to laparoscopy. The reporter confirmed the system functionality was checked upon powering on the system and the system initially power on without errors. Isi technical support was contacted during the procedure for troubleshooting and a reset, and a hard reset was completed. Conversion to traditional laparoscopic, did not trigger additional ports, nor incisions increased. The patient tolerated the change and there was no injury to the patient. There was delay caused by this issue about 60 minutes.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive the usm involved with this complaint to perform failure analysis. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.